Event description:
Additional information reported that the patient was unable to adjust stimulation. It was noted that the patient was feeling stimulation on the date of report. The patient reported that the first time she saw the thermometer screen was 3 months prior to the date of report.

Event description:
It was reported the patient saw a power-on-reset (por) message while recharging the night prior to report. The message also appeared on the patient programmer. The por appeared after an error code 376 and the ¿thermometer¿ screen appeared on the recharger. It was the first time she had seen a por message. The patient attempted 6 or 7 times to connect with her recharger and was able to get to the ¿active charge¿ screen. At the time of report, the implantable neurostimulator (ins) was ¾ charged. The patient thought the recharger was ¿charging the ins too fast¿ because she recharged every night and it hadn¿t been taking as long as it normally did. It was noted that stimulation hadn¿t helped her back but helped her leg and had changed her life. With stimulation she could walk and no longer fell. It was also noted when she turned stimulation off her leg would spasm, so she no longer turned it off. Additional information received indicated all impedance measurements were within normal limits. A por message appeared even though the battery had always maintained a charge. The por was reset on (B)(6) 2013 with the clinician programmer and all settings and stimulation returned. There was no patient injury.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).